Event description:
It was reported that a repair request was sent as the customer had an account issue with the dermatomes and needed quotes. Repair was being requested for damaged machine head, worn screws, damaged seal strain relief and motor seal, damaged control bar, corroded motor, damaged plug. Inconsistent speed was confirmed after final investigation. No report of harm or delay. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined damaged machine head, worn screws, damaged seal strain relief and motor seal, damaged control bar; corroded motor / unstable motor speed, damaged plug. The machined head, pin, screw, seal, motor, switch, wiring harness, bearings, and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: italy.